Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is no longer under warranty and not field serviceable. Physio-control recommended that the customer permanently remove the device from service and obtain a replacement unit. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer released their device to physio-control for evaluation. Physio-control evaluated the customer's device and verified the reported issue. Physio-control also observed that the device would not power on when prompted. Physio-control determined that the cause of the reported issue was that integrated circuit (ic), designator u4, on the digital pcb assembly was inoperative and prevented the device from powering on.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on its readiness display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.